Event description:
It was reported that (1) device was used during a lung wedge resection. It was reported by the affiliate that the pt had a nodule/bleb and lung tissue. It was reported that the surgeon was firing on the parenchyma, he closed and fired the tx60g instrument. The firing cycle seemed unusual as there was an unusual noise and he felt a jerk. The transected lung tissue was removed and the stapler opened. No staples had been fired and everything came apart. The pt lost 1 liter of blood and experienced extreme hypotension. The pt had a functional arrest. Pt was successfully resuscitated with fluids. Sutures were used to close the parenchyma. In all the activity they lost the sterile field. The case was completed with a 10-15 mins delay. The pt was taken to ICU and was awake after surgery. Blood work confirmed the pt had a myocardial infarction. The pt is in stable condition and surgeon believes the pt will be fine.